Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 18 nov 21: section b. Box 5. Describe event or problem. Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then, the smart coil was able to advance through the introducer sheath without an issue. Further evaluation revealed pusher assembly kinks. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a stent-assisted coiling embolization procedure in the right anterior communicating artery (aca) using penumbra smart coils (smart coils), and a non-penumbra microcatheter. During deployment of the second smart coil, an aneurysm rupture and a subarachnoid hemorrhage (sah) occurred. Subsequently, a balloon catheter was introduced to stop the bleeding. The coiling microcatheter was removed and a stenting microcatheter was introduced from the left internal carotid artery (ica) in the aca a2 segment. An aneurysm bridging stent was deployed into the left a1 segment without complications. While attempting to advance another smart coil, the coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. A total of five smart coils and the same microcatheter were used to successfully complete the procedure. There were no reported technical complications during use of the smart coils. It was reported that the patient expired due to the aneurysm rupture and subsequent sah. However, the relationship between the sah and use of the smart coil is unknown.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2021-02593.

Event description:
The patient was undergoing a stent-assisted coiling embolization procedure in the right anterior communicating artery (aca) using penumbra smart coils (smart coils), and a non-penumbra microcatheter. During the procedure, a smart coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using five additional smart coils and the same microcatheter. It was also reported that a periprocedural aneurysm rupture occurred, resulting in bleeding and causing patient expiration. However, the cause of the aneurysm rupture is unknown.